Event description:
Customer's wife report receiving high blood glucose result of 171mg/dl with low blood glucose symptoms while using the advantage system. Customer's symptoms did not match results. Customer's wife reports back to back comparison on the same meter with results of 171mg/dl and 65mg/dl. Customer's wife reports paramedics were called. Customer's wife reports back to back comparison to a professional meter with results of 75mg/dl on customer's meter and 45mg/dl on professional meter. Wife reports customer was treated by paramedics with glucose shots and 2 dextrose ivs. Wife report customer was taken to the hospital and admitted; is still in the hospital. No quality controls were run. A request was made for return of the suspect product and a replacement was sent.